Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: examination of the returned device found that the smaller balseal spring is missing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary.

Event description:
It was reported that the spring that connects the articulating surface to the shim has been stretched, and twisted after attempting to remove the shim from the articulating surface. No surgical delay.